Event description:
Info was received that reported a pt was hospitalized on (B) (6)2010, due an incident of hyperglycemia. Per the pt, she had been experiencing labile blood glucose for several weeks with frequent unexplained highs. On (B) (6)2010, her blood glucose was >500 mg/dl. She was brought to the hosp. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not continue to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.